Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: there was temporary damage to the patient that will heal fully and will most likely not negatively influence the patient in the future. Optically, the hand piece is in good condition. The hand piece was manufactured in november 2016. The last repair took place in (B)(6) 2018 due to broken ball bearings as a result of staining at the interior. With the current hand piece, a functional test could not be performed. The first two ball bearings are broken and the further two ball bearings are stained. Stained ball bearings are vulnerable. As a result, they heat up quickly and can break. Therefore it is assumed that a deviation in the reprocessing and maintenance led to the described failure. The device history records have been checked and found to be according to the specification, valid at the time of production. There is no indication of a manufacturing error. Based on the information available as well as a result of the investigation, the root cause of the failure is most probably reprocessing related.

Event description:
It was reported by the healthcare professional to the company sales representative "during use the handpiece became very hot." The patient got burned at the wound edges.